Event description:
The customer reported approximately several drops of blood-like fluid on top of the tube stoppers and noted the wash collar was soiled involving the unicel dxh 800 coulter cellular analysis system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patience consequence. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) evaluated the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) observed fluid on top of the tube stoppers and identified the fluid as clear and no blood was observed. The fse performed a wash collar alignment and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).